Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were no egms displayed and the device was difficult to interrogate. The device firmware was updated to resolve the event and the patient's condition was stable.